Event description:
Customer complaint - limited data available. Customer stated that the heating pad started t5o catch on fire and burned their partner's arm.

Event description:
Customer complaint - limited data available consumer states the heating pad started to catch on fire and burned his wife's hand.